Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, physician dissected coronary sinus during the attempt to find/map the coronary sinus. It was noted when the balloon was used to see anatomy of coronary sinus and branches. Physician attempted to place the left ventricle lead, however was unsuccessful due to dissection. Physician aborted lead placement. No deficiency in lead was noted by physician. Patient was stable.